Manufacturer narrative:
Standard disclaimer on file.

Event description:
Rn from oncology ward administered insulin to diabetic based on glucose value of 80-90 mg/dl obtained from suspect device. Rn alleges the diabetic "nearly went into coma". A confirmatory result from the lab was reported as 19 mg/dl. Time delays between tests or treatment are not known. Qc testing had not been performed on the suspect device since 1995. Rn refused to provide further info regarding the event.